Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead non boston scientific lead exhibited loss of capture (loc) and high threshold measurements. A possible revision procedure for the lead might occur in the future. This patient experienced cardiac arrest in which technical services (ts) reviewed the ventricular arrhythmia noting undersensing and a delay to therapy. This resulted in the ventricular tachycardia (vt) decompensating into ventricular fibrillation (vf). The physician adjusted the zones and durations. No additional adverse patient effects were reported. This crt-d and non boston scientific lv lead remain in service. Additional information was received that the crt-d was explanted and replaced while the non-boston scientific lv lead was surgically abandoned. Additional information will be requested from the field for device return. No additional adverse patient effects were reported. This crt-d is no longer in service.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of undersensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead non-boston scientific lead exhibited loss of capture (loc) and high threshold measurements. A possible revision procedure for the lead might occur in the future. This patient experienced cardiac arrest in which technical services (ts) reviewed the ventricular arrhythmia noting undersensing and a delay to therapy. This resulted in the ventricular tachycardia (vt) decompensating into ventricular fibrillation (vf). The physician adjusted the zones and durations. No additional adverse patient effects were reported. This crt-d and non-boston scientific lv lead remain in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead non boston scientific lead exhibited loss of capture (loc) and high threshold measurements. A possible revision procedure for the lead might occur in the future. This patient experienced cardiac arrest in which technical services (ts) reviewed the ventricular arrhythmia noting undersensing and a delay to therapy. This resulted in the ventricular tachycardia (vt) decompensating into ventricular fibrillation (vf). The physician adjusted the zones and durations. No additional adverse patient effects were reported. This crt-d and non boston scientific lv lead remain in service. Additional information was received that the crt-d was explanted while the non-boston scientific lv lead was surgically abandoned. Additional information will be requested from the field for device return. No additional adverse patient effects were reported. This crt-d is no longer in service.